Event description:
It was reported that during device change out for normal eri, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. The lead was capped and replaced. The patient recovered with no adverse events.